Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was freezing during transactions and while logging on. A technical support specialist (tss) remotely accessed the device and reviewed its status, observing that the screen was frozen and unresponsive. The tss referred to the knowledge article titled clean winsxs folder to free disk space (win10 devices only) related to cleaning the winsxs folder to free disk space, performed the required maintenance, and rebooted the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pwi device intermittently freezes during mid-transaction and while users attempted to log in. However, there were no delays or adverse events or injuries reported based on this event.